Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that battery life has expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient saw the icon for ¿low ins battery¿ yesterday ((B)(6) 2019) on the programmer. They were not feeling any pain but did stated that their ¿bowels are not right¿. The patient took miralax daily for their stool was soft but had to ¿wipe her butt more¿ since (B)(6) 2019 (for ¿probably a week¿). The patient was redirected to follow up with their healthcare professional (hcp) and mentioned they were currently out of town. They were going to contact their urology clinic on (B)(6) 2019 to have ins battery checked. It was noted that they had their ins battery tested in (B)(6) 2018 and it was ¿fine¿. Additional information was received from a consumer who was implanted ¿because they can¿t empty their bladder.¿ it was further reported that because their battery was ¿going bad¿ they were ¿swelling up¿ and their ¿legs were really bad¿ and they couldn¿t go to the bathroom; this all occurred around the ¿2nd week of (B)(6).¿ they had called their pcp who increased their water pills to 80 mg of water pills. It was noted that their bowels were still the same, but they ran out of miralax and sometimes their bowels were hard. Troubleshooting for their low battery had included putting new batteries in their programmer before they realized it was the ins battery getting low. It was reported that their battery eventually ¿went dead¿ and they had to have it replaced. It was stated that they weren¿t going to replace the ins until ¿(B)(6) of this month,¿ but the patient told them they would need to replace it sooner since it was ¿shutting the program off;¿ their programs were ¿shutting off¿ because the ins battery was so low, and they ¿could not urinate real good at all¿ so they would have to go in and turn the ¿program¿ back on. The patient confirmed that the battery¿s depletion was confirmed to be normal. The device was replaced on (B)(6) 2019 and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.